Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited high capture threshold. The lead was not used and was replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.